Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that a vela ventilator had a panel display issue during testing of the device. The display was red and dim when powered immediately powering the device on. After several minutes of use, the screen goes blank but the device still ventilates. The customer reported that there was no patient involvement.